Event description:
During the procedure, the surgeon took the post dilated balloon and dilated it up to 12 atmospheres and the balloon burst, leaving fragments of the balloon on the wire. The surgeon was unable to get the fragments to come into the shuttle sheath. After several attempts, the surgeon was able to get the shaft of the balloon out. The surgeon then took out the shuttle sheath and advanced an introducer sheath and was then able to snare all of the remaining balloon fragments and the embolic protection system. The surgeon successfully removed the balloon fragments without complications to the patient.